Event description:
It is reported that the cable broke at the junction of the domino and the clamp during the tightening.

Manufacturer narrative:
This report will be amended when our investigation is complete.